Event description:
A caller reported a cartridge alarm 20 that occurred on september 14 and the day of the call. There was no adverse impact on the customer's blood glucose level as the level did not exceed 500 mg/dl. The customer changed the cartridge before contacting support and was able to successfully load a new cartridge, allowing them to resume insulin therapy. The issue was resolved with no previous reports of similar alarms for the specific pump.